Event description:
Nurse reported that this medley point of care unit (with 3 pump modules attached) and another medley point of care unit (with 3 pump modules attached) on the same pt in the ICU just shut down without any alarms. Both systems were plugged in the emergency plugs. The nurse moved the systems to other plugs and they finally came back up slowly. The devices were switched out. The pt required medications to keep stable. Medication names and dosages not available. The event and error logs were emailed from the account. It was found that a system error had occurred on each system. System errors notify the user that the point of care units have detected an error but the pump modules continue to infuse. The user can continue to use the system until it's appropriate for the pt to power down the system and send it to biomedical engineering. In the reported event, the user manually shut down the systems. The user then powered up both systems and the system errors occurred again. The sequence of events (power down, power up and system error) occurred two more times. Both systems were then unplugged from ac and powered without errors and continued to be used. The complaint that the system shut down without any alarms could not be verified. Alaris rep went to the account and performed testing on both systems. All operations were found to be within normal parameters. The system errors could not be duplicated. No other errors were found. The pumps were placed in the same ICU and were connected to outlet plugs where they previously had the system errors. Facilities operations at the hosp connected line monitoring equipment and tested generators and ats operation. The pumps were run and all operations were found to be within normal parameters. Again, the system errors could not be duplicated. Alaris has requested that the system be sent here for further investigation. The devices have not been sent in. If they are, a follow-up report will be filed.